Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited oversensing/noise, high rv threshold, and two-to-three second pauses on telemetry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the ER (emergency room) with shortness of breath. In addition to the ongoing right ventricular (rv) lead issues there were also short v-v intervals and vt-ns (ventricular tachycardia ¿ non-sustained) episodes on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed and the physician was going to monitor the rv lead for now. The rv lead remains in use.

Event description:
It was reported that intermittent ventricular oversensing was observed on two high rate non-sustained episodes that occurred last month on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a rhythm check and it was observed that a rv bipolar lead impedance warning had been triggered on several occasions last year for low pacing impedance on the right ventricular (rv) lead. And more currently there was a warning for possible ventricular undersensing. It was noted that all the alerts and tones had been programmed off last year. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that a right ventricular (rv) lead integrity alert had triggered due to high rate non-sustained episodes and sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.